Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8197833; review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): the defect separation inserter from tubing; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with catheter separated from tubing at the inserter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with catheter separated from tubing at the inserter.